Manufacturer narrative:
The data was downloaded on the first controller used and reviewed. No treatments were performed, and a few manual turn offs were recorded. It appears that only a couple puffs were performed. The controller was run with the returned catheter and immediately upon a puff the balloon deflated and would not maintain pressure. Going straight into a treatment however the balloon remained inflated and completed the treatment. This suggests that the issue may lie within the exhaust valve. When conducting a puff the exhaust valve momentarily opens for half a second, whereas during a treatment the exhaust valve remains open throughout the treatment duration and then closes. It was noticed that the balloon only became deflated after the treatment was completed and as soon as the puff was completed as well. The controller was also tested with a known working catheter and the same issue was recreated. The controller shell was opened, and the exhaust valve was inspected. The exhaust valve appeared to have the correct gap set and was opening and closing as intended. However, upon further inspection the tubing that connects from the syringe luer port up to the barb on the handle connector was observed to be disconnected. No damage was observed on the barb thus implying that the tubing was either not fully connected or not connected at all. This disconnected tubing is the root cause of the problem because as a puff is initiated all air seeps out through this barb thus never allowing the balloon to remain inflated after a puff. The tubing was then reconnected and controller was re-tested. Controller performed puffs and treatments as intended, confirming this as the root cause of the issue. The data on the second controller used was downloaded and reviewed. There were nine treatments were performed. The data summary shows multiple high balloon pressure errors, all above 4.0 psi, thus confirming the users narrative of the balloon deflating. The controller utilizes a safety mechanism where it will deflate when abnormal pressures are observed. The controller was run with both the returned catheter and a known working catheter and no issues were observed. Device performed as intended. The returned catheter was inspected and it was noticed that there was a kink on the proximal shaft. The controller was re-run, this time kinking the catheter at that location and the issue was recreated. The catheter kink was the root cause of the issue which may have occurred during removal from pouch if mishandled or during procedure if pulled and kinked by the physician.

Event description:
C2 therapeutics became aware of device malfunction on 26 june 2018: during procedure, the operator/user switched out the cryoballoon ablation system to a new cryoballoon system due to a device malfunctioned. The system was able to test puff; however, the balloon deflates when a treatment was attempted. No patient injury was reported. The patient was not treated due to device malfunctioned.